Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. The customer confirmed that the charging supplies were able to successfully charge another device. The customer's blood glucose (bg) level was 255 (mg/dl). The customer stated the elevated bg level was due to recently eating, not the charging issue. No corrective action was taken at the time of the report as the customer reportedly had insulin on board. The customer would continue to use the pump for insulin therapy.